Manufacturer narrative:
Continued: e.1. Zip code: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture and lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and lymphadenopathy.

Event description:
Distributor reported "pain, deformity, increase of volume, capsular contracture baker grade iii, migration and cyst which is not device related". Healthcare professional later reported inflammatory adenomegalies. This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Photo analysis: visual analysis of the photographs identified: ¿ capsular contracture: unable to observe since it is not related to the device. ¿ migration: unable to observe since it is not related to the device. ¿ cyst(s): unable to observe since it is not related to the device. ¿ lymphadenopathy: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Distributor reported "pain, deformity, increase of volume, capsular contracture baker grade iii, migration and cyst which is not device related". Healthcare professional later reported inflammatory adenomegalies. This record is for the left side. Device was explanted and replaced.